Event description:
It was reported that hypotension, cardiac arrest, pericardial effusion, and death occurred. It was reported via letter from the patient's sister that the patient had a watchman device implanted on (B)(6) 2022. On (B)(6) 2022 the patient was transported to the hospital with weakness, difficulty breathing and nausea. The patient developed cardiac arrest in the ambulance on the way and resuscitation was required. The patient had a catheter inserted to remove blood and fluid from around his heart. The catheter being used caused a hole in the heart so the patient was taken to surgery for repair. The patient's family was told that the patient had no kidney or liver function due to low blood pressure for an extended time and had possible neurological damage. The patient died.

Event description:
It was reported that hypotension, cardiac arrest, pericardial effusion, and death occurred. It was reported via letter from the patient's sister that the patient had a watchman device implanted on (B)(6) 2022. On (B)(6) 2022, the patient was transported to the hospital with weakness, difficulty breathing and nausea. The patient developed cardiac arrest in the ambulance on the way and resuscitation was required. The patient had a catheter inserted to remove blood and fluid from around his heart. The catheter being used caused a hole in the heart so the patient was taken to surgery for repair. The patient's family was told that the patient had no kidney or liver function due to low blood pressure for an extended time and had possible neurological damage. The patient died. It was further reported that the patient was implanted with a non-bsc device, not a watchman. Therefore, the event has been withdrawn.

Manufacturer narrative:
H2: correction: it was confirmed that this patient did not receive a watchman device but rather a non-boston scientific device. This will be closed as not a complaint.